Event description:
Event was reported to (B)(4) by an atty. The patient experienced chronic pelvic and vaginal pain, as well as excruciating pain during intercourse, frequent and urgency w/urination, frequent vaginal and urinary tract infections, severe lower back pain, rectal pain, difficulty making a bowel movement, and psychological and emotional suffering. No further info has been provided.